Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insulation on cord had come off was not confirmed. Additionally, other evaluation findings include the following: color bar and 225 error code (communication error) displayed on monitor due to faulty cable, and rear cover label faded. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Page 17. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the insulation on camera head cord had come off. The issue occurred during reprocessing, and the intended procedure was therapeutic. There was no patient involvement.